Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump wasn't working. She dropped it off a bench and now it has a blank display. Customer didn't recall her blood glucose level at the time of the event. Troubleshooting was performed and the display returned after inserting a new battery. Then the device alarmed button error. Troubleshooting was performed. Customer didn't recall any other significant event other than her dropping the device that may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has cracked case at the reservoir tube lip and with minor scratched lcd window.